Event description:
It was reported that the patient underwent a robotic laparoscopic supracervical hysterectomy, sacrocolpopexy, bilateral salpingectomy and cystourethroscopy on (b()6) 2011 for the treatment of recurrent uterovaginal prolapsed and mesh was implanted. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure due to recurrence of stress urinary incontinence and had removal and replacement of tension free vaginal tape (un-identified product) on (B)(6) 2011. No additional information was provided.this is one of two follow-up medwatches being submitted as two devices were involved in this event. See also follow-up medwatch 2210968-2013-01147. The same patient is represented in each follow-up medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01147. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 05/10/2016.